Event description:
Allegedly the patient was revised due to infection (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01141, -01143, -01144. This report will be updated when the investigation is complete.